Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to undersensing that lead to oversensing. Technical services (ts) recommended to evaluate the patient in the clinic to assess all three vectors. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, in the secondary sensing vector the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks while the patient was leaning over the sink, vomiting. The s-ICD was recently reprogrammed from the primary to secondary sensing vector when smart pass was disabled due to small signal amplitudes. Previously, they had tried switching back to primary, but the patient received an inappropriate shock in the primary vector as well, so it was switched back to secondary where they have been for some time. The physician elected to keep the patient in secondary, believing that shock was due to the unusual position the patient was in. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to undersensing that lead to oversensing. Technical services (ts) recommended to evaluate the patient in the clinic to assess all three vectors. This s-ICD remains in service. No adverse patient effects were reported.